Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient did not receive an alert for a low glucose level with her low threshold set at 80 mg/dl. She crashed her car at a traffic crossing. Two witnesses stated that she was driving zigzag, slowly and unsteadily, she went through the traffic crossing, hit a road sign, and stopped abruptly. The patient did not sustain any harm or injury. She drank about 600 ml of apple juice that she had in her car. An ambulance arrived and transported her to the hospital. She was given an injection of 8 mg glucose in the ambulance and stayed at the hospital for two to three hours for observation until the staff confirmed she was ok. Her husband picked her up and at the time of contact she was feeling okay. Additionally, it was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. Data investigation could not confirm no alert on the mobile app. The patient reached the low threshold of 70 mg/dl at 03:29 pm with an egv of 70 mg/dl on (B)(6) 2019. The patient received the low alert at zero percent volume at 03:29 pm. The patient did not receive an audio alert as the always sound feature was disabled. The probable cause could not be determined. No additional event or patient information is available.